Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The customer requested unit be replaced. No ge service or repair information available. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text: a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The customer requested unit be replaced. No ge service or repair information available. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a loss of mechanical ventilation during a case. There was no report of patient injury.